Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that prior to detachment, an attempt was made to place the coil while the pulserider was still in place. However, the shape did not match, and the coil became entangled with the pulserider when attempting to retrieve it. The devices were retrieved together. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Additional information clarified that the coil came out of the aneurysm. There was no damage to the coil prior to becoming stuck on the pulserider.